Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments severed at approximately 7 centimeters (cm) from the is-1 pin and at approximately 38 cm from tip. The lead was returned with extraction stylet left inside. An x-ray was taken, which returned normal results and did not shows any signs of a fracture. No further testing was performed due to the condition of the returned lead.

Event description:
Boston scientific received information that patient presented with complaints of dizziness and palpitations. Upon interrogation it was noted that the right ventricular (rv) and right atrial (ra) leads exhibited loss of capture at maximum outputs. There was also asystole greater than two seconds on the rv channel for this pacemaker dependent patient. The rv lead also exhibited increased pacing impedance measurements. A revision procedure was performed where the physician experienced difficulty removing both the rv and ra leads. Further investigation found that the rv lead was attached to the atrial lead. Subsequently the leads were laser extracted and the pacemaker remained in service. New ra and rv leads were successfully implanted. No additional adverse patient effects were reported.